Manufacturer narrative:
H11: additional manufacturer narrative: the DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. (B)(6) wo (B)(4). Per (B)(4), "stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, eight months due to stenosis and regurgitation. The tmvr procedure was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: manufacturer narrative: the DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. Irvine wo (B)(4). Per (B)(4), "stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.